Event description:
This MDR is to capture and record a previously unreported historical event. In 2005, patient had meniscal surgery using mitek rapidloc-pds meniscal repair system. Four months later, a metal object protruded from behind knee of the patient. He went to an ER in another state (on vacation there at the time). He later contacted the eglin surgeon to explain situation, who identified object as a portion of the mitek rapidloc-pds meniscal repair system. In 2007, this patient filed a medical malpractice claim for retained foreign body. It is this event that prompted the air force to ensure the issues were reported to mitek. No further action is warranted.